Event description:
It was reported that the insulin pump was going into threshold suspense even though the blood glucose was within normal range. Customer's blood glucose was 90 mg/dl. Customer stated sensor reading was 65 mg/dl and suspend threshold limit was set to 68-70 mg/dl. The customer was educated regarding sensor and blood glucose differences and advised to clear the alarm and continue monitoring his blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.